Manufacturer narrative:
Correction: to b5 for there is no known allegation from a health care professional that suggests that the death was device related. Statement should have been added and h6 for hypotension.

Event description:
New information was notes that patient had low blood pressure. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Correction for missing DHR statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.